Manufacturer narrative:
Patient information was not provided. This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative applied the procedure for the clear nvmem and performed an evo pinpoint calibration. After this service action the unit was functioning without any further issues and was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this type of issue. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the electrical venous occluder (evo) was not completely occlusive at 0% opening during a procedure. There was no report of patient injury.